Event description:
It was reported that t:slim x2 pump battery would not charge, and caller later described unstable charging connection that required holding cable in place or positioning pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, reported that issue did not cause pump shutdown or inability to turn pump back on, so customer continued to use current pump and planned to rely on alternate insulin method if necessary, and caller also expressed interest in an out-of-warranty loaner pump.